Event description:
An adverse incident report has been received via (B)(6) ( incident ref: (B)(4)). Incident occurred on (B)(6) 2016 whereby staff member administering epirubicin chemotherapy noticed some leaking onto the cover which was under patient's arm, a small amount went on to the patient's arm. Chemotherapy administration was stopped immediately, and patient's arm was washed with copious amounts of soapy water. Line was checked to see if it was attached properly, the patient had a PICC line. The line was found to have been properly attached and so staff member flushed the line with saline and found it was definitely leaking from behind where the giving set is attached. The line had previously been used to give pre-meds with no leaks). The cover was disposed of in the chemo bin and the giving set was changed. There were no further problems and no injuries reported to the patient. The investigation summary - reported complaint identified as "leakage at connection between tube and conical fitting". We did not receive a sample or a picture for investigation. We performed a visual inspection on all retain samples of the complained batch and could not find any non-conformity. Further we performed a free flow / tightness / practical test on one retain sample of complained batch and could not find any abnormalities. The investigation of our production documents did not show any deviation related to the complaint reason. In conclusion - as we did not receive the complaint sample we are unable to confirm the complaint reason.